Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4) manufacturing date: 05.aug.2013 no non-conformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A photo of the instrument was examined and the complaint condition was able to be confirmed. The photo clearly indicates that the tab that aligns to the nail had sheared off. Replication of the complaint is not applicable as the device is broken and was not physically returned at the time of investigation. Although a definitive root cause could not be determined with the given information, it is likely that rough handling contributed to the complaint conditions. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. The 03.010.045 standard insertion handle is an instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. Product drawing 03_010_045 was reviewed during the investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A document change order was launched to ¿modify the edge break around the face of the part around the tang such that the edge break is away from the tang, keeping extra material on the tang¿. This change was intended to reduce the likelihood of the complaint condition and the returned instrument was manufactured after this change. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reportedly the issue was discovered prior to patient involvement. Issue with the device was noticed on (B)(6) 2016; however, it is unknown when the issue actually occurred. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a standard insertion handle was noted to be missing a tab. The missing component was noted on (B)(6) 2016 prior to a scheduled surgery. An alternative device was readily available and used for the upcoming surgery. There was no impact to the pending case or to the patient. This is report 1 of 1 for (B)(4).